Manufacturer narrative:
The ge rep conducted an on site investigation. The sram in the generator was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported an error message displayed on the 9600 system. No pt injury was reported.